Event description:
Customer stated, "she can see 2 breaks in the cord. She received a small shock." Regarding the shock, customer further stated that she was "not hurt." The product was returned for investigation. An investigation was done to look into the customers complaint. The investigator observed that the cord showed signs that a small animal was chewing on the product. The chewing on the cord by an animal caused the break in the cord. This break led to the shock the customer received. The customer admitted to further misusing the pad by laying on it. IFU states, "do not sit on, lie on, or crush pad. Avoid sharp folds".